Event description:
It was reported that during a pph procedure, only the left side of the staple line was formed. The right side was not. Removed the device and the pt bled. The staple line had to be sutured.